Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 14-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal 500 mcg/ml for a total dose of 175 mcg/ml via an implantable pump. It was reported the catheter was twisted and kinked in the pump pocket. It was unknown what factors may have led or contributed to the issue. Surgical intervention occurred as a catheter revision was performed on (B)(6) 2020. The hcp trimmed the catheter and replaced the pump segment on (B)(6) 2020. The customer discarded the replaced catheter. The outcome of the event was resolved at time of reported. The patient's status at time of report was alive- no injury. The patient's weight was (B)(6). The patient's medical history was asked and will not be made available. The event date was (B)(6) 2020. No further complications were reported.